Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced with a new ipp because the patient needed a new device; it was noted that there were no device issues with the explanted device. No patient complications were reported.